Manufacturer narrative:
Date of event: exact date unknown, event occurred three years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith effort.